Event description:
The implantable neurostimulator and leads were revised (moved). The reason for the revision surgery was not reported. After revision, the patient was unable to achieve adequate stimulation therapy in his hands. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.